Event description:
In an article titled "balloon kyphoplasty for acute osteoporotic compression fractures", a (B)(6) study of eleven patients underwent balloon kyphoplasty procedure with 19 treated vertebrae was completed. The following event was reported: on CT following the balloon kyphoplasty procedure, a cement leakage outside was observed in one of the 19 vertebrae treated and the leakage was within the intervertebral disc. No add'l info is reported. Note: this article originated from (B)(6), however, kyphoplasty products are not distributed in (B)(6).

Manufacturer narrative:
Medtronic spine (B)(4) was not able to confirm the bone cement used in the patients was the kyphx hv-r bone cement. Report source: article titled "balloon kyphoplasty for acute osteoporotic compression fractures" by t. Yang, s. Liu, x. Lv, z. Wu. Method - device not returned; followed up with author.